Event description:
It was reported "while gaining access to the patient's vessel, it was observed that plastic hub of the 18ga x 2.5" needle cracked. From customer 'placed and the connection piece on the puncture needle for the introducer syringe cracked'." There was no patient harm or injury. The patient's current condition is reported as "critical". The patient was critical prior to the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "while gaining access to the patient's vessel, it was observed that plastic hub of the 18ga x 2.5" needle cracked. From customer 'placed and the connection piece on the puncture needle for the introducer syringe cracked'." There was no patient harm or injury. The patient's current condition is reported as "critical". The patient was critical prior to the event.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and potential findings were identified. As no sample was returned for investigation, it could not be determined if the findings were relevant to the reported event. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date, a follow-up report will be submitted with investigation results.